Event description:
In january 2005, the co was notified that the pt's device was reportedly explanted due to loss of lock between the implant and the external equipment. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.